Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a synchron lx urea nitrogen (bun) reagent pack that was leaking upon receiving. The customer was wearing personal protecting equipment (ppe) and no injury was reported.

Manufacturer narrative:
Service sent the customer a replacement reagent. No other information is available for this event.